Manufacturer narrative:
Patient weight is unknown. Date of event is unknown. This report is for an unknown quantity of unknown trauma screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is unknown date one year ago. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a revision of a femoral shaft fracture on (B)(6) 2018 due to nonunion. The patient was initially implanted with an expert lateral femoral on an unknown date a year ago. The surgeon removed the nail and screws and inserted an expert retrograde/antegrade femoral nail (r/afn). The revision was completed successfully with no complications and the patient status was reported as stable. This report is for an unknown quantity of unknown trauma screws. This is report 2 of 2 for (B)(4).